Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) no anomalies found, (B)(4) proximal segment, (B)(4) no anomalies found.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the device was returned, analyzed, and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown person with no information. Information identified in the manufacture's data base indicated the patient died approximately nine months post implant of the ICD system. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.